Event description:
It was reported that a tidal peroneal dialysis (pd) patient reported experiencing drain issues during treatment. The patient remained asymptomatic: fill 1, 2700ml, drain 0: 158ml; fill 2, 2496ml, drain 1: 2496ml; fill 3, 2496ml, drain 2: 2496ml; fill 4, 2496ml, drain 3: 2495ml; fill 5, 2496ml, drain 4: 2491ml; fill 6, 1004ml, drain 5: 4641ml. The reported drain volume of 4641ml was approximately 186% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intraperitoneal drain volume occurred in drain 5 of the patient's tidal pd treatment with an undetermined cause. There was no adverse event associated with the reported increased intraperitoneal volume (iipv). Tidal peritoneal dialysis is a cycling technique for peritoneal dialysis. The tidal technique uses an initial fill volume followed by a partial drain and replacement of fresh dialysate with each sequential cycle. This leaves a portion of the dialysate constantly in contact with the peritoneal membrane and a wave created by the inflow and outflow of the tidal volume. The tidal technique is prescribed to patients that experience drain discomfort with fill volumes or for those with slow draining catheters. For this patient's prescription, the initial fill was 2700ml, the tidal fills were 2500ml and the last fill was 1000ml. The peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device labeling, device history and manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Simulated treatments were performed using the cycler and were completed with no issues. Simulated treatments testing the amount of fluid being delivered were found to be within the expected tolerance. The valve actuation test, system air leak test, patient sensor calibration check and load cell verification were all within tolerance. External visual inspection confirmed no sign of physical damage and the heater tray/scale was not obstructed. There was no discrepancies in the internal inspection.